Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, transducer lens delamination was identified. Functional inspection revealed the device failed delamination in first call element testing, was identified to have significant delamination in first call element testing, did not meet specification for fractional bandwidth, did not meet specification for pulse width and had weak elements. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause is element failure as a result of mishandling subsequent to distribution from stryker. The instructions for use (IFU) state: inspect the catheter for overall condition and physical integrity. Do not use the catheter if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions. For proper care and handling of the ultrasound catheter, always hold the ultrasound catheter by the handle and support the catheter shaft. Avoid touching the ultrasound catheter interconnect tab. Lift the lever on the connector, slipping it onto the catheter interconnect tab until fully mated with the steering handle. Push the lever down, locking into place. Ultrasound catheters are connected to standard ultrasound equipment using appropriate connectors. Storage and handling store reprocessed ultrasound catheters in a cool, dry place. Relative humidity: up to 90% non-condensing. Temperature: maximum 50°c (122°f), minimum -10°c (14°f). The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that there was poor contrast. Image was too dark and too fuzzy. There was no patient injury or medical intervention and extended procedure time reported was 5 minutes. These are commonly used devices that are readily available.